Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may- 22 (B)(4) (con): information was received by a trial patient regarding an external neurostimulator (ens)for non-obstructive urinary retention. When getting out from the procedure the patient stated that he passed out the first time he voided. The issue was resolved at the time of this report. There were no further complications reported at this time.